Event description:
This 48 yr old female had a "bam" with silicone gel breast implants in 1977. The MFR of the implants is unk to this reporting facility as the med records are not available. A recent magnetic resonance imaging revealed ruptured breast implants. She feels the right implant may have ruptured about 5 yrs ago as this breast is smaller. She also has developed a lot of pain and discomfort in both breasts. Gross exam: both implants are ruptured and exude gel-like material. Both capsules demonstrate dense fibrous connective tissue with mononuclear inflammatory infiltrates.